Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. A visual inspection noted that the leading haptic was distorted. The lens was inspected at 10x microscope magnification where a few loose particles were observed in the optic zone compatible with handling the lens out of the sterile environment, such as in the explant process. The condition observed in the lens received was consistent with a lens that had been implanted and explanted from the patient's eye. There were no discrepancies identified for the lens reported. The condition of the distorted haptic observed in the lens received was related to the explant process. No cosmetic defects such as scratches, or depression marks in the lens optic body were observed. The investigation results did not suggest that the sample received was affected by the manufacturing process. A manufacturing record review was performed. The production order (po) was verified, the testing required and visual inspection were accepted according to manufacturing/work instructions. Manufacturing process documentation was found in compliance. After visual inspection approval, a 100% optical measurement is performed following measurement iol quality (miq) work instructions. The documentation showed that the production order was manufactured according to specifications. The po did not show any deviations related to optical measurement. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure beacuse of difference between the post-operative refraction and the pre-operatively planned result. A new iol was implanted after explanting the lens. No further information was provided.

Manufacturer narrative:
(B)(4): explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.